Event description:
Pt experienced high blood glucose during the middle of the night to early am hours in 2004-pt was taken to the hosp by a relative. Pt experienced sweating, vomiting, stomach cramps, and a headache. Pt's blood glucose was 500 mg/dl when pt arrived at the hosp (treatment received: IV fluids and insulin injections). Pt was released from hosp later that same day.